Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the inside valve on the port of the taut adaptor broke while it was being inserted into the patient. The device was being used to perform a laparoscopic hysterectomy. No patient injury reported.